Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed and no anomalies were found.

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned from an unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately one month post implant of the crt-d system. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts for additional information via the funeral home and physician were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Product ID: 6942-65, implanted: (B)(6) 1999, product ID: 419378 implanted: (B)(6) 2004; product ID: 5076-52; implanted: (B)(6) 2004. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.